Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had recorded inappropriate atrial tachy response (atr) episodes due to far-field oversensing. The plan is to continue to monitor. At this time, the device remains in service. No adverse patient effects were reported.